Event description:
Customer's mother called in because customer has been having issues with leaks inside the reservoir compartment. Customer's mother stated that sometimes she will see moisture inside the compartment, and it smells strongly of insulin. This has been occurring on and off it since (B)(6), 2013. The leak is past both o-rings. Customer's blood glucose reading is 146 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.